Manufacturer narrative:
(B)(4). B braun (B)(4) (importer) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the eval results are available.

Event description:
As reported by the user facility (translation of user facility info by (B)(4)): device is programmed for 250 ml. Flow 15 ml / hour. Device has an over-infusion.